Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage to internal battery connector, pcba1. Unable to perform displacement, self test, sleep current measurement, active current measurement tests due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display returned after restart. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.